Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said these are too soft now. Patient does not purchase through lms. It is unclear if the lot number was requested. No additional information provided. Per follow up information received via phone on 11dec2025 he stated that the bd catheters are thicker, has to use a coude tip, bard original, does not have the same reference number and does not feel like they are the same, the catheters only have one eye, and the bard ones came with two eyes. Purchases from aeroflot. He does not have any samples at this time as he does reuse the catheters from time to time ((B)(4)) and does not know how to send in a photo sample.